Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. Customer blood glucose level was unknown. Customer also stated that there was fluid in lcd. The insulin pump will be returned for analysis.